Manufacturer narrative:
(B) (6). The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty/stent procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and mildly tortuous left superficial femoral artery. The 4.0 x 40mm sterling monorail catheter was advanced over an unspecified guide wire to the lesion and dilated, the number of inflations and to what atm's is unk. Next, the physician implanted an unspecified stent. Post stent deployment, inflation with the same 4.0 x 40mm sterling balloon was attempted; however, it was unable to dilate. The sterling balloon catheter was removed from the pt and upon inspection, it was noted that the balloon was ruptured. The procedure was completed with another sterling balloon. No pt injury or complications were reported. The pt's condition was reported as "good".